Event description:
Both scissors blades allegedly broke intraoperatively. One blade broke off and migrated to the metacarpal joint in the left wrist of the pt. The other scissors blade fractured, but remained attached to the scissors. The blade that lodged in the pt was subsequently removed via arthoscopic surgery.